Event description:
It was reported that during the laparoscopic gastric sleeve procedure that the or circulator opened the product and the scrub tech noticed the manual override cover was not on the stapler, but sitting in the bottom of the tyvek tray. The stapler never made it to the sterile field and was not used in the case. They then opened another device to complete the case successfully. Unknown if the procedure was completed successfully. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, a9d26m, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, a9d26m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.